Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, she had high blood glucose between 400 to 500 mg/dl. Customer stated that she had issues with two infusion sets and two sensors, stated that when she removed the infusion set the cannula was bent. Customer also stated that she issues with the sensor the needle hub stayed stuck to the sensor pedestal. Customer decline troubleshooting and the insulin pump is not returning for analysis.